Manufacturer narrative:
Unique identifier (UDI)#: (B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable high elecsys estradiol iii assay results for two patient samples. Sample 1 initial result was 77.34 pg/ml and the repeat result was 158 pg/ml. Sample 2 initial result was 84.77 pg/ml. The field service representative changed the sample probe and measuring cell and cleaned the pre-wash station. Calibration and qc were performed and passed. The samples were then repeated. Sample 1 repeat result was <5 pg/ml. Sample 2 repeat result was <5 pg/ml. The erroneous initial results were reported outside the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided. As the estradiol assay is a competitive assay, a blockage of the probe would cause dilution of the assay and therefore cause discrepant high results. A typical root cause for this type of event is an issue with the preanalytic handling of the sample or with the sample itself. As the system was performing within specifications after service, the actions taken by the field service representative were found to have resolved the issue.